Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine generator replacement. Prior to procedure, an x-ray was performed which indicated externalization of the conductors on the right ventricular lead. The lead was capped and replaced on (B)(6) 2020 as a precautionary measure. There were no patient consequences.